Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was split/cracked at the area of the clamp. This was noticed by the patient after the device was filled with 400 mg of ciprofloxacin in 250 ml of 0.9% sodium chloride. The device was stored in a refrigerator, and the patient was trained on the use and storage of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.